Manufacturer narrative:
Concomitant products: addrl1 ipg implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the physician cut the right ventricular (rv) lead during the right atrial (ra) lead replacement procedure. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.